Event description:
Per "ae" report: postoperatively, the pt experienced a high loss of erythrocytes (decreased hemogoblin) by mediastinal drainage necessitating reoperation and hemostasis. Once recovered from sedation, the pt showed a low level of consciousness with intense shaking and a decrease in upper limb strength that gradually resolved. CT scan showed cortical atrophy without signs of ischemia or bleeding. "Tee" on 05/25/1999 indicated the valve functioned "normally" with an average gradient of 2.7 mmhg and no evidence of pericardial effusion.